Event description:
It was reported by svc report that the bed did not have any power going to any of the controls due to the fuse being blown in the power supply. It is unk if there was pt involvement or if there were adverse consequences to report.